Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's drg lead was sticking out the insertion site and most likely infected. In a recent update, it was reported that it looked like the drg lead was sticking out of one end and the other portion of the lead sticking out of the ipg pocket. The ER put the patient on antibiotics. The next course of action has not been determined at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.